Event description:
The customer reported obtaining elevated accutni (troponin I) results above the acute myocardial infarction (ami) cutoff of the assay for two patients involving the access 2 immunoassay analyzer portion of the synchron lxi 725 system. The customer indicated that repeat testing of the patient samples produced lower results within the normal reference range of the assay. No erroneous results were reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. Samples were collected in lithium heparin plasma tubes and centrifuged at 4500 rpm for 5 minutes. Quality control (qc) results were erratic on the day of the event and the customer had to rerun qc to obtain passing results. System checks performed on (B)(6) 2013 passed all specifications. A beckman coulter field service engineer (fse) was dispatched and indicated that the instrument failed high sensitivity system check. The fse observed issues with the instrument's wash pump which produced numerous micro bubbles on the down-stroke of the piston. The fse rebuilt the wash pump and primed fluidics. The instrument passed high sensitivity system check and precision tests with low level qc. Repair was verified per established procedures and results met published specifications.